Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the locking ring of the drill mounting mechanism does not close properly. The resistance value of the keypad of the handcontrol set was out of specification and the keyboard pcb was found to be corroded. The device was also found to be leaky. The defective drill mounting mechanism 1.0 has been replaced by 1.25, along with the defective handcontrol set. The device was cleaned, tested and found to be fully functional. The damage to the locking ring may have been due to user mishandling of the device. Fluid ingress into the device has caused the corrosion of the keyboard pcb which has caused the malfunction of the handcontrol set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in the netherlands that during an unknown procedure the micro tornado handpiece had an unspecified malfunction. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the locking ring of the drill mounting mechanism did not close properly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.